Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a mastectomy procedure, the clips were not staying in the jaws when they were feed by the auto feeder. The clips were not seated in the jaws, they would fall out. They did not fall into the patient. The same device was used to complete the procedure. There was no impact to the patient. The device was discarded.